Event description:
After using the #3 rasp and 3.5 rasp the #3 trial became lodged in the canal. The trial was removed and the stem was implanted. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicates that this event was attributed to less than optimum rasping and/or reaming of the femoral canal.